Event description:
The customer reported to baxter (B)(4) regarding a 3 liter oxygen bag in which there is a foreign body in the filling lead. This condition has the potential to breach the sterile fluid pathway. It is unknown when or in which care area this event occurred. There was no patient involved, therefore, no patient injury or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual inspection was performed and the reported condition was confirmed. There was a dark particle embedded in the tube wall. The assignable root cause was the degradation of the raw material at die point during the extrusion process. Repairs will not be done since this is a one time use product. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.